Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a rash on his neck, chest and back. He reported that his skin was irritated everywhere the garment touches. The patient reported removing the device to allow the irritation to heal and using elocon cream. During a follow up, the patient reported that he had received new garments and was using a cream prescribed by his doctor and the irritation had improved and was almost completely healed.